Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during benign skin tumor resection, when the skin was sutured after the operation, the suture was broken. A new suture of the same type was immediately used to resolve the issue and complete the operation. There was no patient injury.